Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The patient not being connected during the filling step of therapy is a known cause of leakage from the end of the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4).

Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the patient observed ¿fluid on the floor¿, indicating leakage occurred. This occurred during fill two of peritoneal dialysis therapy, while the patient was not connected. The patient then connected upon noticing the leak. The technical service representative explained to the patient that the setup was compromised and advised the patient to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event/patient.